Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 24mmx3.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent struts were damaged. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24mm x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the distal section were lifted from the crimped stent position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 24mmx3.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the distal end of the stent struts were damaged. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.